Event description:
It was reported that 3 pcus had keypad failures. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported that 3 pcus had keypad failures was confirmed on 2 of 3 returned keypads. Test results identified that 1 of 3 keypads did not power on using the system on key. The second keypad had various keys that were not functioning as intended. No issues were observed with the third keypad as the keys were functioning as intended. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: an external and internal inspection was performed on (qty 3, p/n tc10010217). External inspection of the keypads were observed to be in good condition with no irregularities observed. Internal inspection of the keypads found signs of fluid ingress where the flex cable meets the circuit layer on 2 of 3 keypads. A broken trace (20) was observed on one of the returned keypads. Root cause analysis: electrical failure ¿ design device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only front case keypad assemblies were provided for the investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 3 pcus had keypad failures. The customer confirmed that there was no patient involvement.